Manufacturer narrative:
Device evaluation:device photograph(s) for the device related to the reported event of rupture reviewed on 06-july-2020. Visual analysis of the photographs identified a broken device has red biological tissue labeled right.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. Device remains implanted.